Manufacturer narrative:
The meter was returned for investigation. The device did not turn on. The meter was disassembled for further investigation. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress. The contamination on the battery contacts caused a power interrupt, therefore it is not possible to turn on the meter. Furthermore, the contamination can lead to the mentioned problem with missing segments. The residues are visible in the area on the printed circuit where communication with the display takes place. This malfunction is related to a user error.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated it looked like there was an error message on the display, but the entire message was not visible. There appeared to be segments missing from the results field of the display. It is possible a result could be misinterpreted, but no actual misinterpretation occurred. The reporter stated the meter flashed a few times when trying to test on (B)(6) 2020. The reporter tried changing the batteries, but the meter would not power on at all. The reporter changed batteries again, this time using alkaline batteries, but there was still no power. The battery compartment was clean and dry.